Event description:
A (B)(6) male pt's wife contacted zoll customer support to report that the charger would not recognize a battery pack. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (does not recognize a battery pack) was confirmed. Upon eval, there was contamination on the battery board inside the charger/modem. In addition, the u13 8-bit cmos flash micro-controller component was shorted. The cause of the inability to recognize and charge a battery is the shorted u13 and the contaminated battery board. The cause of the shorted u13 is the contamination. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unk contaminant. No adverse event resulted from the contaminated charger/modem. The pt received a replacement charger/modem.